Event description:
During a laparoscopic tapp inguinal hernia repair, the surgeon used a permasorb absorbable fastener to attach mesh. The cork screw fasteners would not stay in, and would not stay fastened.